Event description:
Following pacemaker insertion and advancement of a prowater 300 guidewire into the rca across the mid portion of the lesion, a corsair catheter was inserted and torqued down through the mid portion of the 85% calcified stenosis; clockwise and counterclockwise. The corsair was replaced with a 1.2 mm emerge push over the wire balloon and advanced with difficulty and inflated several times. At that point a radiopaque marker more distal to the balloon was observed and determined to be the tip of the corsair microcatheter that had fractured off and situated in the vessel below the critical mid portion of the lesion. They tried to pull the wire back with the wire and balloon, but were unsuccessful. A syringe with saline was finally used and vigorously flushed until the tip had advanced into the calcium. There was no impeded flow, EKG changes, and no clinical symptoms developed.======================manufacturer response for corsair microcatheter 150cm, (brand not provided) (per site reporter).======================field rep for the manufacturer was made aware by cath lab staff of incident.